Event description:
It was reported that the graftmaster stent was being used to treat a perforation caused by another device in the right coronary artery. A 3.5x16 mm graftmaster stent was deployed for treatment; however, did not seal the perforation. The decision was made to place two additional graftmaster stents, a 3.5x16 mm and a 3.5x19 mm to ensure complete sealing of the perforation successfully. Also sometime during the procedure a 2.8x19 mm graftmaster stent was also attempted to cross; however,did not cross. The proximal shaft of the graftmaster stent delivery system (sds) separated during the attempt to cross and was removed from the anatomy without issue. The procedure ended and the patient was fine post-procedure; however, approximately 6 hours later the patient expired.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.5 x 16 mm graftmaster referenced is being filed under a separate medwatch report.